Event description:
It was reported that the customer experienced cgm signal loss to both the ilet and the phone, with the system displaying a sensor reconnecting alert, and the customer was advised to change the dexcom g7 sensor due to imminent expiration, consistent with an intermittent communication failure potentially involving the antenna or related electrical/magnetic components. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between connected components consistent with intermittent communication failure, with relevant device components including the antenna and electrical/magnetic elements. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.